Manufacturer narrative:
During a coronary intervention, a durastar ptca balloon catheter was slow to deflate and the physician had difficulty removing it from the freshly deployed cypher stent. As reported, the balloon seemed to be "sticking inside the stent" and the guide catheter was "sucked in" when he tried to pull back on the balloon catheter. During this attempt to remove the durastar, the guide catheter (unk product) dissected the ostium of the vessel. The dissection was stented and the patient did not experience any further adverse events. It was reported that the saline to contrast ratio in the inflation medium was 50:50, as recommended. The product was not returned for evaluation. A review of the manufacturing records could not be done without a lot number. Review of the available information does not make it possible to determine with any certainty what factors may have contributed to the event; however, based on reports of deflation difficulties encountered with the durastar ptca balloon catheter, cordis corporation has initiated a worldwide voluntary recall for all distributed lots.

Event description:
The report received indicated that during a coronary procedure, the balloon was very slow to deflate and therefore difficult to be removed through a recently implanted stent. The balloon appeared to stick to the stent and when the physician tried to remove the balloon. The guide catheter got sucked in and dissected the ostium of the left anterior descending of the artery. The patient was reported to be fine. Further information indicated the physician used a 50:50 contrast to saline ratio.